Event description:
Armboard became detached from the or bed during procedure. When the armboard came away from the rail of the bed, it needed to be held by anesthesiologist until a replacement was connected to bed.device #1is this a laboratory device or laboratory test?no.